Event description:
It was reported that 1 unspecified bd¿ syringe had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported that there is liquid coming out of the syringes. Date of event : unknown. Samples : available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd¿ syringe had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported that there is liquid coming out of the syringes. Date of event : unknown. Samples : available.